Event description:
Pt status post prodisc-c implantation returned to surgeon complaining of pain. Surgeon removed the hardware.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history records review could not be requested.